Manufacturer narrative:
Additional information: section d: d4: device information provided as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample results: the implant was returned but not in original package. The part was visually inspected and verified to be a hahn tapered implant 5.0 mm x 8.0 mm using the radiographic template. Complaint investigator measured the critical parameters against DHR and found no deviation. Some tissue debris was detected from the returned implant. No defect nor non-conformity was observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
Attempt was made to confirm product's lot information; however, this information was unknown at the time. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant ø5.0 x 8 mm failed to osseointegrate. The implant was placed at the tooth # 14. The bone quality was reported as "50/50 cort/canc mineralized". The patient was given z-pak before and after the implantation as a part of their preventative measure. There was no injury and the patient was reported to be doing ok.